Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia at (B)(6) 2018 with the blood glucose value of 520 mg/dl. The customer's current blood glucose value was 170 mg/dl. Troubleshooting was not performed for high blood glucose. The device is not expected to be returned for analysis.